Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. A decrease in pacing percentage and noise were also observed. The lead was tested in unipolar with acceptable pacing impedance measurements and sensing. A health care professional (hcp) inquired about lead reconfiguration options. Boston scientific technical services (ts) discussed lead configuration and programming options. No adverse patient effects were reported.

Manufacturer narrative:
The hcp reported the patient would be followed at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.